Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced multiple electrical resets. It was noted that there was a request to have the option for the mobile monitoring application to remain open when the patient attempted to close it. It was further noted that changes from the mobile monitoring application to the bedside monitor were being made for elderly patients that didn't understand the messages and continued to close the application. No troubleshooting indicated for mobile monitoring application. The icm remains in the patient. The mobile monitoring application remains in use. No patient complications have been reported as a result of this event.